Event description:
The customer reported that the fluid could not pass through the needle due to the absence of an open bevel at the bottom where the fluid exits. No patient injuries were sustained as a result of this issue.